Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose levels were elevated the previous night, but blood glucose levels were reported to be fine at the time of the reported event. It was confirmed that the customer had alternate insulin therapy available. Also, the customer underwent an x-ray on (B)(6) 2014. The pump had remained under the lead vest during the x-ray procedure.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval. The t:slim user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray or other exposure to radiation.